Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he had done back to back (within ten minutes) blood glucose tests, using different finger sticks. The results were 279, 240 and 133 mg/dl. He did not have any symptoms. The rptr said that he had been cleaning his meter with control solution. A control solution test of 111 mg/dl was in range (range not given.)